Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in south korea. It was reported that the rotaflow console (rfc) went off during patient use. The customer exchanged the affected rotaflow console with another one without concequences for the patient. No harm to any person has been reported. Due to the "unexpected pump stop" a report is required. A getinge field service technician investigated the affected rotaflow console (rfc) with s/n (B)(6) and reproduced the reported failure "unexpected pump stop". The on/off switch with cabling (article number 701050674) has been replaced. The device was working as intended and is back in use. The on/off switch with cabling was investigated by the getinge life-cycle-engineering (lce) and a malfunction of the on/off switch could be confirmed. The switch was send to the manufacturer for further investigation. The defect could be confirmed by the manufacturer as well. An exact root cause could not be determined, but a mechanical latching function failure, which did not reliably fix the switch in the on position. Based on the investigation results the reported failure could be confirmed. The review of the non-conformities was performed on (B)(6) 2023 and during the period of (B)(6) 2015 to (B)(6) 2023 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in (B)(6) 2015. Historical review: for the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The following IFU section should be followed in case of a "pump stop" heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 2.2.4 general precautionary measures during use if the pump stops during an application, the blood flow will be interrupted and supply to the patient will cease. Eliminate the cause of the pump stop and start the pump again as soon as possible. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in south korea. It was reported that the rotaflow console (rfc) went off during patient use. The customer exchanged the affected rotaflow console with another one without consequences for the patient. A getinge field service technician investigated the affected rfc and detected a problem with the power switch. It is assumed that the relevant component of power switch has been worn out due to long use and time. No harm to any person has been reported. Complaint ID: (B)(4).